Event description:
It was reported that during right ventricular (rv) lead implant procedure, undersensing occurred. The rv lead was re-positioned and sensing measurements varied. It was also reported that rv lead placement difficulty occurred with the stylet stuck in the lead. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.